Event description:
The customer reported that the insulin pump alarmed software error repeatedly and alarms could not be cleared. The customer's blood glucose was normal and didn't require medical treatment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.